Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available a follow up report will bw submitted. FDA registration number: reporting site:802145, manufacturing site:3003442380.

Event description:
It was reported that the adhesive patch and cannula housing detached from the spring while cocking the device. The tubing was not placed in the notch prior to cocking. On (B)(6) 2026.